Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead visited the emergency room (ER) after feeling "thumping" in their chest. It was noted that lead impedances were okay; however, p and r waves were unable to be measured. There was no atrial or right ventricular (rv) capture at maximum output, but it was noted that this patient was not pacemaker dependant. It was noted that a revision procedure would be performed in the near future to reposition the leads. Additional information was provided that a chest x-ray confirmed this lead had dislodged due to the patient twiddling the lead. The lead was subsequently repositioned. No adverse patient effects were reported.